Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, the customer's blood glucose level was impacted. The customer reverted to lantus/humalog pens for diabetes management. Customer indicated that cartridges were charged approx every 3-4 days and infusion sets every other day.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed. The tandem t:slim pump user guide indicates that humalog has been tested for up to 48 hours.